Event description:
It was reported that during the delivery of an extended bolus the customer received an occlusion alarm. There was no impact to customer's blood glucose level. Cartridge and infusion has been in use for 6 days.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.